Event description:
While performing a mini-acutrak surgical procedure, the drill tip of a mini-acutrak cannulated drill broke off. The surgeon attempted to retrieve the piece. Ultimately, the tip was left in the pt. The drill is mfg from stainless steel, a material which has a long history of usage in the mfg of orthopedic surgical instruments.